Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the wrench found that it passed all functional testing in the laboratory. No anomalies were identified. The torque test was performed on the returned wrench. The returned wrench was measured and met the specification of 5 oz-in +/- 0.5 oz-in. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2017 mpxr (B)(4) rp (rep): information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, during the operation, the ins setscrew would not lock down onto the lead when tightening with the torque wrench. The rep reported that they tried multiple times but could not get it to work. A different ins and torque wrench were used and everything connected properly. The rep reported that no factors caused this to happen other than a faulty ins setscrew or torque wrench. The patient was reported to be alive with no injury. [Refer to manufacturer report #3004209178-2017-04078 for details pertaining to the reportable related event.]

Manufacturer narrative:
Analysis of wrench revealed no anomalies.

Event description:
Product analysis was carried out and there was no new information regarding patient weight as it is still unknown